Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a peregee graft placement. It was reported that following insertion patient experienced infection and urinary problems. The patient underwent mesh removal on (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to vaginal vault prolapse, paravaginal defects and symptomatic cystocele. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that the patient died on (B)(6) 2018. No additional information was provided.